Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source kept getting a b30 scope communication error code, but was still getting an image. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. No device problem was detected, during inspection. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the reported issue was not established. Olympus will continue to monitor field performance for this device.